Event description:
The account noticed increased reactive rates for reagent lot 76225m102 during may and june 2009. Between 22,000 - 23,000 samples were processed with repeatedly reactive samples that did not confirm with western blot and confirmatory tests. No specific testing or patient data was provided for the repeatedly reactive samples. No impact to patient management was reported.

Manufacturer narrative:
(B)(4) - evaluation - a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. In order to evaluate the performance of the reagent lot, and to ensure that the product continues to meet performance expectations, an evaluation using 450 known negative serum specimens was performed using lot 76225m100* from our inventory. The testing met the acceptance criteria, thus indicating the lot continues to meet labeling claims for clinical specificity. *note: the base lot (i.e., lot 76225m100) contains the same active components as the sublot (i.e., lot 76225m102). The investigation team reviewed complaint and quality records to determine if other customers had experienced similar issues that might warrant further investigation. This review did not show any unusual activity related to the customer observations. The issue of samples that are initially and repeatedly reactive, and negative or indeterminate on supplemental testing is addressed in the abbott (B)(6) eia package insert. This investigation indicates that the abbott (B)(4) eia is effective and is performing acceptably. No deficiency identified.

Manufacturer narrative:
No method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.